Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced eosinophilic peritonitis which was manifested by cloudy effluent and increased eosinophils. The cause of the peritonitis was not reported. The patient was hospitalized for an unspecified indication (for six days) and the peritonitis began after hospitalization. The patient was treated with keflin 375mg/l once daily for one day (route not reported) and keforal 500 mg twice a day for seven days (route not reported). The patient was recovered from this event 18 days after event onset. On an unreported date, physioneal therapies were discontinued. On an unreported date, the patient was switched to dianeal therapy. No additional information is available.